Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the image was upside down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed, and confirmed but did not replicate the customer reported event. The endoscope was found to have error 48402 in the log, no error at qap, good image in both eyes, cable integrity (visual damage) at zone a, and shaft mechanical damage.

Manufacturer narrative:
Based on the claim against the product by the customer noting the 30-degree endoscope's image was upside down, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) device received the endoscope, but failure analysis has not been completed. A supplemental MDR will be submitted if any additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope's image was upside down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that no one from the operating room (or) would remember of the ports were placed in the patient or not. The customer explained they filled in all the information and details at the time of the portal and there is no more information she or anyone else could provide.